Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's allergic contact dermatitis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an allergic reaction at the pod¿s insertion site while wearing the device after experiencing eczema. The patient was diagnosed with allergic contact dermatitis. The pod has been discarded.

Manufacturer narrative:
Updated b5 to it was reported that the patient developed an allergic reaction while wearing the device. After 3 months of use, the patient developed eczema under the pump. Investigation showed a contact allergy to dipropylene glycol diacrylate, which we have demonstrated in the pump through chemical analyses. Assessed as allergic contact dermatitis. Also contact allergy to other acrylates where the connection to the current pump is more uncertain. The pod has been discarded. Updated component code to g0405201 adhesive

Event description:
It was reported that the patient developed an allergic reaction while wearing the device. After 3 months of use, the patient developed eczema under the pump. Investigation showed a contact allergy to dipropylene glycol diacrylate, which we have demonstrated in the pump through chemical analyses. Assessed as allergic contact dermatitis. Also contact allergy to other acrylates where the connection to the current pump is more uncertain. The pod has been discarded.